Manufacturer narrative:
(B)(4). The customer reported to have evaluated the ventilator, and was unable to duplicate the alleged malfunction. Technical support engineer (tse) troubleshot this issue with the customer over the telephone, and suggested to run the ventilator on test lung, and to call back if additional assistance was required.

Event description:
It was reported that, the ventilator generated an error code, and became inoperable. There was no patient involvement.